Manufacturer narrative:
Trackwise # (B)(4). The lot # 96255666 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister, 5-pack, the surgeon was attempting to use the axius blower/mister during a coronary artery bypass procedure. However, when ready for use, the team was unable to get the saline to spray as expected. Therefore, this device was removed from the surgical field and a new blower/mister with the same lot number was opened. However, the same problem occurred with this device. Therefore, the device was removed from the surgical field and a new blower/mister, this time with a different lot number, was opened. No further issues occurred and the case was able to proceed. There were no adverse outcomes due to the defects.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister, 5-pack, the surgeon was attempting to use the axius blower/mister during a coronary artery bypass procedure. However, when ready for use, the team was unable to get the saline to spray as expected. Therefore, this device was removed from the surgical field and a new blower/mister with the same lot number was opened. However, the same problem occurred with this device. Therefore, the device was removed from the surgical field and a new blower/mister, this time with a different lot number, was opened. No further issues occurred and the case was able to proceed. There were no adverse outcomes due to the defects.